Event description:
It was reported that the 9800 system displayed anode 1, low ma and overload errors during a procedure. It was noted that the case was completed and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Cleaned and greased high voltage connectors, filters and verified fan operation. Adjusted voltages at the image processor, fluoro functions, pcb's, and ma null on hvsr. The system was tested and found to be working as intended. Could not duplicate the problem. System returned to service.